Manufacturer narrative:
Correction: - concomitant products sp02, (B)(4) should have been documented with the initial report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system upgrade. During the procedure it was noted that the physician was unable to deliver left ventricular lead to the target vessel. The lead was not used. The patient was stable before, during and post procedure.